Event description:
Percutaneous coronary intervention (pci) was performed via femoral approach. The lesion was severely tortuous, calcified and 75% stenosed from proximal to mid left anterior descending (lad). The lesion was pre-dilated with 1.5mm and 2.5mm non-bsc balloons. Attempts were made to image the lesion with a non-bsc catheter, but it was unable to cross the lesion. An exchange was made for an ivus catheter, which was also unable to cross the lesion. The physician pushed the imaging catheter, at which point the guidewire became entangled with ivus catheter. The physician removed the guidewire and ivus catheter as a unit. However, it was noticed that the tip of ivus catheter was detached. The physician confirmed with fluoroscopy that the detached tip remained in the tibial artery. The procedure was discontinued. Fifteen days post procedure, the physician surgically removed the detached tip successfully. It was reported that the pt was in stable condition.